Manufacturer narrative:
G4:03dec2020. B4:17feb2021. The biomedical engineer replaced the power switch overlay to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01dec2020.

Event description:
The customer reported that the unit has an alarm led (light emitting diode) message. The customer reported that the unit was not in use on patient. The customer contacted product support and was advised to replace the power switch overlay. The product support advised the customer to replace the power switch overlay. Customer was provided with the part number for the overlay, power switch, english (ui) (gray) (B)(4).